Event description:
This communication is to inform you that edwards received a customer experience regarding a bioprosthetic surgical heart valve. The reported experience is provided below. Through investigation, it was identified that this device was not manufactured or imported by edwards. The source documentation provided below indicates the device in question is a 23mm mitroflow aortic valve. This event involves a patient that required aortic transcatheter valve-in-valve intervention. A 23mm transcatheter aortic valve was implanted inside a disabled 23mm mitroflow aortic valve. A procedure report was provided by the health care provider and includes the following: operative note on (B)(6) 2015: "history: she presented in early 2015 with progressive shortness of breath and lower extremity edema. Echocardiography demonstrated severe aortic valve dysfunction with a v max 4.3 mis, an lvot of 0.84 m/s, an av peak gradient of 72.1 mm hg, an aortic valve area (cont eq pk) of 0.61 cm2 and a ava index of 0.31 cm2/m. As compared to the patient's last study in 2012, the av gradient has increased and there is severe pulmonary hypertension." (B)(4) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).